Event description:
N/a

Manufacturer narrative:
Updated field - related report number grid complaint record ID (B)(4).

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). Device not returned.

Event description:
The following was reported via medwatch # mw5157843 received 22 august 2024. Blood noted in the helium line of the left axillary intra-aortic balloon pump (iabp) consistent with balloon rupture. Iabp placed in standby and helium line clamped to prevent blood backflow into the console.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.